Manufacturer narrative:
The pedicle access kit was returned to the manufacturer and analysis was completed. Functional testing and visual/physical examination was performed and found that all 4 spheres were scuffed and scratched, causing a high geometry error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that there was a delay of about 20 minutes due to re-spin. There was one unused spin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior lumbar fusion procedure. It was reported that the surgeon alleged that navigation was off while using the navigated pedicle access needle. After performing a spin with the medtronic imaging system, the surgeon began to use the navigated pedicle access needle. But after identifying known spinal landmarks on the patient¿s anatomy, the surgeon determined that somehow the navigation was off. As a result, the site had to perform a second spin. The navigation was then accurate. The medtronic representative noted that the navigated pedicle access needle may have been off, or the patient reference frame may have been accidentally moved. There were no patient symptoms or complications as a result of this event, and there was no reported impact on patient outcome.